Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler and the patient¿s death. The cause of this event cannot be determined; however, it was confirmed by a medical professional the patient¿s death was unrelated to pd therapy or the use of any fresenius product(s) or device(s). It is well known the esrd population continues to have significantly higher mortality, and fewer expected years of life when compared to the general population. Therefore, the liberty select cycler can be excluded as a root cause or contributor to this patient¿s adverse event. Based on the available information, there is no specific allegation or objective evidence indicating a fresenius device(s) or product(s) deficiency or malfunction, caused or contributed to the patient¿s adverse events. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A patient contact reported that a peritoneal dialysis (pd) patient passed away while connected to the cycler. Upon follow up with the patient¿s registered nurse, it was reported this patient expired at home for reasons unrelated to pd therapy or the use of any product(s) or device(s). It was affirmed the patient was connected to his cycler at the time of death; however, there was no indication of a malfunction or deficiency of the patient¿s cycler at the time of his death. The patient was not on hospice or any level of palliative care. The events surrounding the patient¿s death were unknown, but it was reported the patient was not transported to the hospital when found. Further information concerning this event and patient demographics were not provided due to patient privacy concerns.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A patient contact reported that a peritoneal dialysis (pd) patient passed away while connected to the cycler. Upon follow up with the patient¿s registered nurse, it was reported this patient expired at home for reasons unrelated to pd therapy or the use of any product(s) or device(s). It was affirmed the patient was connected to his cycler at the time of death; however, there was no indication of a malfunction or deficiency of the patient¿s cycler at the time of his death. The patient was not on hospice or any level of palliative care. The events surrounding the patient¿s death were unknown, but it was reported the patient was not transported to the hospital when found. Further information concerning this event and patient demographics were not provided due to patient privacy concerns.

Manufacturer narrative:
Additional information: d.9.,h.3. Plant investigation: the actual device was returned to the manufacturer for physical evaluation an exterior visual inspection of the returned cycler showed a broken bezel. There were visual indications of dried fluid found within the cassette compartment. There were no visual indications of particulates found within the cassette compartment. There were no burrs or sharp edges in cassette compartment that may have punctured a cassette membrane. An (as-received) simulated treatment was performed and completed. The cycler weighed fill volume values were within tolerance for a liberty cycler. The system air leak test passed. The valve actuation test passed. The voltage check test passed. An internal inspection of the cycler showed that there were visual indications of dried fluid within the recess of the bottom cover adjacent to the pump. The cause of the encountered dried fluid could not be determined. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
A patient contact reported that a peritoneal dialysis (pd) patient passed away while connected to the cycler. Upon follow up with the patient¿s registered nurse, it was reported this patient expired at home for reasons unrelated to pd therapy or the use of any product(s) or device(s). It was affirmed the patient was connected to his cycler at the time of death; however, there was no indication of a malfunction or deficiency of the patient¿s cycler at the time of his death. The patient was not on hospice or any level of palliative care. The events surrounding the patient¿s death were unknown, but it was reported the patient was not transported to the hospital when found. Further information concerning this event and patient demographics were not provided due to patient privacy concerns.